Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous coronary intervention procedure. Reportedly, "the wire could not be threaded through and the guide wire could not be loaded". A second proglide device was attempted; however, "the knot would not capture." Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Evaluation summary: the proglide device was returned for evaluation, however the wire used in the procedure was not returned, so a proxy wire was used. The reported difficulty inserting the wire were confirmed during device analysis. A review of the lot history record for the reported lot revealed no exceptions that would have contributed to this issue, indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this issue. Based on an expanded review, the issue appears it may be related to manufacturing. Although a product issue was identified, it was concluded that there is no indication to suggest impact to a wider population or a systemic issue. The performance of these devices will continue to be monitored.